Manufacturer narrative:
Follow-up #1: date of submission 10/23/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2017 with the following findings: the pump's black box data from the date of the event had been overwritten due to continued use. The pump's electric current draws were all found to be within specifications. The power components on the printed circuit board were examined with no issues observed. The current black box showed no evidence of voltage fluctuations. The alleged issue could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was warm. The reporter stated that the battery compartment was cracked. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.